Event description:
A single vector distractor was placed on a patient. Twelve days later, the patient presented to doctor with the distractor loose on the distal plate. Patient experienced a small trauma during the night which may have been the cause. The distractor was put back in place. Four days later, patient again presented to the doctor with the distractor loose and separation of the distal plate with no trauma. The distractor was removed and the patient was fixed with plates and screws.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.